Manufacturer narrative:
Combination product: yes.

Event description:
Out of range shock impedance (greater than 150 ohms) seen on home monitoring from the nightly transmission after implant. In person measurement today was 54 ohms. All other measurements are in range. Of note was that the patient has a large pocket hematoma. Further lead evaluation when the hematoma is resolved was recommended. Lead remains implanted.

Manufacturer narrative:
Combination product: yes, the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.